Event description:
It was reported that when the asymptomatic patient presented in clinic, the device exhibited post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted.